Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. Aspiration pneumonia is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of naso jejunal (nj) tube. On (B)(6) 2018, it was reported that the patient was hospitalized due to a possible pneumonia and placement of the peg and j tube was rescheduled. On (B)(6) 2018, the patient was discharged from the hospital. On (B)(6) 2018, it was reported that the patient was hospitalized again due to suspicion of aspiration pneumonia and was good enough for a peg / j tube placement. On (B)(6) 2018, the patient was discharged home.

Manufacturer narrative:
Reference record (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in netherlands underwent a procedure for the placement of naso jejunal (nj) tube. On 28 jul 2018, it was reported that the patient was hospitalized due to a possible pneumonia and placement of the peg and j tube was rescheduled. On (B)(6) 2018, the patient was discharged from the hospital. On 06 aug 2018, it was reported that the patient was hospitalized again due to suspicion of aspiration pneumonia and was good enough for a peg / j tube placement. On (B)(6) 2018, the patient was discharged home. Additional information received on 11 aug 2018: on (B)(6) 2018, the patient had been readmitted to the hospital with a possible pulmonary embolism. It was also reported that the patient had a possible collapsed lung. On (B)(6) 2018, the patient was admitted at the lung unit of the hospital due to the pneumonia and a pulmonary embolism.